Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es multiple patients were not crossing over to the station. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over to the station. A technical support specialist verified that the information technology team successfully restored the admit interface, allowing messages to begin transmitting. This process was documented under master case (B)(4). The system functioned as intended after the technical support specialist troubleshooted the device.